Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and this right ventricular (rv) defibrillation lead exhibited variable shock impedance measurements that were mostly in the 90 ohm range and approximately every 7 days, it would spike to as high as an out-of-range shock impedance measurement of 125 ohms. This crt-d and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and this right ventricular (rv) defibrillation lead exhibited variable shock impedance measurements that were mostly in the 90 ohm range and approximately every 7 days, it would spike to as high as an out-of-range shock impedance measurement of 125 ohms. This crt-d and rv lead remain in service. No adverse patient effects were reported. Additional information received indicated that the leads were tested on (B)(6) 2021 and measurements were within normal limits. This crt-d and rv lead remain in service and will continue to be monitored. No adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited additional alerts due to high out-of-range shock impedance measurements as high as 138 ohms. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and this right ventricular (rv) defibrillation lead exhibited variable shock impedance measurements that were mostly in the 90 ohm range and approximately every 7 days, it would spike to as high as an out-of-range shock impedance measurement of 125 ohms. This crt-d and rv lead remain in service. No adverse patient effects were reported. Additional information received indicated that the leads were tested on (B)(6) 2021 and measurements were within normal limits. This crt-d and rv lead remain in service and will continue to be monitored. No adverse patient effects were reported.